Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro scope washer was not irrigating. When the device was in the leg, the pa noticed that it was not spraying. He took the device out of the leg, but it still would not work. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received inside the cannula. There were no non-conformities with the cannula. The tissue welder jaws were somewhat burnt and one of the heater elements had bowed up somewhat. There was some evidence of blood. A functional leak test was performed with a syringe and the device worked as expected, the water sprayed in the correct direction. Based upon this, the reported complaint could not be confirmed. (B)(4).